Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6942-65 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
The patient reported that they feel that the device may not be working properly. The patient had not shown up for scheduled visits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.